Event description:
Healthcare professional reported unknown side physician tried to add saline and clear liquid flowed, bending presented on the upper side, patient complained of pain postoperative and when tried to add saline liquid flowed out. Post operative breakage found, "did not expand at all", saline leakage reported. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening curved on radius leak test and microscopic analysis was performed which identified: striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.